Manufacturer narrative:
Product event summary: the field service engineering report was reviewed. Problem description: catheter interface unit (ciu) offline, replaced the whole system for a medtronic system. Installation of new medtronic affera system. Components installed: - hexapump (asm-00077) - hexagen (asm-00083) - hexapulse (asm-00094) - hexamap (asm-00084) - all components were successfully integrated onto existing the affera cart (asm-00013). - affera workstation (asm-00063) installed along with the remote control in the control room. - magnetic field generator (asm-00088) installed under the fluoro-table. Connections and cofigurations: connected sphere-9 catheter and two ic-catheters to the ep-recording pin-box. Inspections and tests: - verified all system settings and alarms. - conducted a functional and visual inspection in compliance with the "medical equipment inspection procedure". - passed the electrical safety test in accordance with iec 62353. System status: the device complied with the manufacturer¿s specifications and successfully passed all necessary inspections and safety checks. The system was ready for use. In conclusion, and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the catheter interface unit (ciu) was offline. The procedure was aborted and the patient was under general anesthesia. The entire system was replaced with a new medtronic system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.